Event description:
It was reported that during a procedure the needle did not retract once the physician began treatments. The physician attempted to troubleshoot the issue by clicking the button without the gray cover. Manual retraction was not performed, however, the needle pin was removed safely and the delivery device was replaced. The procedure was completed with no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure the needle did not retract once the physician began treatments. The physician attempted to troubleshoot the issue by clicking the button without the gray cover. Manual retraction was not performed, however, the needle pin was removed safely and the delivery device was replaced. The procedure was completed with no patient complications.